Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging mucus, difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged complaint of mucus, difficulty breathing, shortness of breath, and a burning/smoke/electrical odor. The device was returned to the manufacturer's product investigation laboratory for further investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Using a known good power supply and power cable the base unit provided airflow. Because of the complaint stating there was a burning/smoke/electrical odor, additional testing was performed. Pil used a pil supplied known good humidifier and heated tube for the testing. The water tank was filled with water for the testing. Pil ran therapy for 2.5 hours, and the temperature was taken every 15 minutes. The temperature was measured at the top of the dream station with an extech non-contact thermometer. The results showed the CPAP base maximum temperature = 29°c. The outside enclosure temperature was within spec, according to prd 2300159 v29. No errors were found in the unit's device logs. 8619.5 blower hours, 8609.5 therapy hours, and 8619.5 machine hours. Care orchestrator data showed a heated tube temperature of 3 and a humidity level of 4. The data also showed a 98.9% compliance in treatment. The dust/dirt contamination found at the air inlet, on the back of the front panel, pca, bottom casing, motor casing/impellers, and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath, suggests a source external to the device. Slight black contamination at the blower seal of the blower box appears consistent with the keratin contamination observed in ER 2243857. Then the internal inspection. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. No errors were found the manufacturer concludes the results of this investigation do not impact the calculated risks.